Event description:
The procedure day was (B)(6), 2010, not (B)(6), 2010 as initially reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow up report will be submitted with all additional relevant information. (B)(4): indication for use (use in left main/bifurcation). The 2.5 x 15 mm xience v stent is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Factors that can contribute to difficulty deploying a stent can include, but are not limited to: patient anatomical morphology, lesion characteristics, patient disease state, pre-dilatation strategy, balloon fold quality, inflation technique, product size selection, and/or lesion size. To help ensure that the reported difficulty to deploy is not a result of a manufacturing deficiency, stent delivery systems are subjected to a 100% visual inspection. Additionally, a sampling of units from every lot is destructively tested prior to release to verify stent deployment dimensions, as well as stent uniformity of expansion. The product was not returned and may have aided in the investigation. Since it was reported that the 3.5 x 28mm xience v stent was implanted in a bifurcation lesion, it should be noted that the xience v instructions for use (IFU) states that: the xience v stent is contraindicated for patients with bifurcation coronary vessel disease. It is possible that the 90% stenosed, bifurcation lesion contributed to the reported difficulty to deploy, although this cannot be confirmed. Although a conclusive cause for the reported difficulty to deploy cannot be determined, there is no indication of a product quality deficiency. Angina, death, hypotension, myocardial infarction, thrombosis, and shock are known adverse events as listed in the xience v IFU. It is possible that the reported malapposition of the 3.5 x 28mm xience v stent contributed to the plaque prolapse/shift. It was also reported that the patient had stopped taking antiplatelet therapy for approximately one week due to gastroenterological surgery and the status of the patient taking his medications in the immediate two weeks following the presumed resuming of his antiplatelet therapy, which were the immediate two weeks prior to his death, are not confirmed. It should be noted that the xience v IFU states that: antiplatelet therapy should be administered post-procedure. Patients who require early discontinuation of antiplatelet therapy should be monitored carefully for cardiac events. At the discretion of the patients treating physician, the antiplatelet therapy should be restarted as soon as possible. Based on abbott vascular clinical consultation, it is possible that the reported malapposition of the 3.5 x 28 mm xience v stent (if it persisted after post-dilatation) combined with the patient stopping his antiplatelet therapy, may have contributed to the patients angina, death, hypotension, myocardial infarction, thrombosis, and cardiogenic shock. Additional therapy/non-surgical treatment, treatment with medications, and hospitalization were required. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of manufacturing records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to deploy for this lot. Although a conclusive cause cannot be determined for reported difficulty to deploy and patient effects, there is no indication of a product quality deficiency.

Event description:
It was reported that on (B)(6) 2010 after wiring and pre-dilating the lesion site located between the left main (lm) and the left anterior descending (lad) arteries, the 3.5 x 28 mm xience v stent was implanted. Using an ultrasound catheter, the stent was noted as being inadequately deployed. Post-dilatation also caused a shift in plaque to the left circumflex artery (lcx), which required a 2.5 x 15 mm xience stent to be deployed at the lesion site between the lm and lcx bifurcation. The stent was slightly overlapped with the previously deployed 3.5 x 28 mm xience stent. Post-dilatation was performed prior to completion of the procedure. The patient was discharged 3 days later. On (B)(6) 2011 the patient returned due to pre-shock symptoms exhibiting unstable circulatory dynamics, hypotension and also chest pain. A balloon pump was inserted and medication was administered. Aspiration was also performed as stent thrombosis was observed at both the lad and lcx. Although the blood flow improved, hypotension remained and the patient eventually went into shock and passed away the next day. The physician commented that the cause of death is acute myocardial infarct associated with stent thrombosis. No additional information was provided.